Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The intraocular (iol) lens was returned to the manufacturer. The iol was cut in half and appears to have evidence of ophthalmic viscoelastic and a piece of hair stuck to it. Per follow-up with customer " the lens was removed and replaced within the same procedure due to the patient's eye anatomy. There was no quality issue with the lens."

Event description:
We received a report concerning a patient who had an intraocular lens implanted. The patient's anatomy would not support the lens and it was removed; a vitrectomy was performed. Another type of lens implanted during the same procedure. The initial incision was enlarged for the removal of the lens. There were no equipment issues and no lens quality issues reported. The patient was reported to be doing well.